Manufacturer narrative:
The technician found that the plastic arm of the trend assembly was broken. The technician replaced the trend assembly to repair the bed.

Event description:
Info received indicates the bed wouldn't go into the trendelenburg position when the trend switch was activated.